Event description:
Home patient (hp) reports patient line of homechoice sets were not priming completely. Hp was able to prime lines, once after a reprime attempt, and once after restarting with new supplies. Per hp, there was no patient injury or medical intervention as a result of incidents.